Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege the patient underwent port placement procedure for chemotherapy treatment for lung cancer. The port was successfully placed of right internal jugular central vein. The port was ready for immediate use. Around one year and five months later, the patient presented to hospital with the complaints of shortness of breath, fever and cough. Remained hypotensive despite normal saline bolus infusion. Infectious disease consulted for shortness of breath and bacteremia. Blood cultures showed gram positive cocci and advised to repeat blood cultures. The patient was diagnosed as severe sepsis with septic shock and required vasopressin and steroids. Started on norepinephrine infusion for sepsis and started on vancomycin and cefepime for healthcare associated pneumonia. The next day, the patient was on vancomycin and cefepime. The patient did have chemo port. Three days later, the patient underwent removal of subcutaneous port due to nidus for the infection. Using a scalpel an incision was made overlying the port. This was deepened down to the port with the scalpel. The port was dissected free of the surrounding capsule using scissors and blunt dissection. The port was removed from the catheter and the catheter was removed and placed in a specimen cup for culture. The port was grasped with a hemostat and lifted out of the incision and all the adhesions and capsule cleared away from the port. This was also passed off and placed in the cup for culture. Per the medical record review, it was confirmed the patient had bacterial infection, bacteremia, sepsis and septic shock. However, the relationship between the port and the alleged adverse event is unknown, and there was no device malfunction that was reported or occurred. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 07/2022), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that one year, four months and twelve days post a port placement for the treatment of lung cancer, the patient allegedly developed with bacteremia and bacterial infection. It was further reported that patient developed with sepsis and septic shock and treated with vasopressors. Reportedly, the infected port was removed. However, the current status of the patient is unknown.

Event description:
It was reported through litigation process that approximately one year, four months and twelve days post a port placement, for the treatment of lung cancer, the patient allegedly developed with bacteremia and bacterial infection. It was further reported that patient developed with sepsis and septic shock and treated with vasopressors. Reportedly, the infected port was removed. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.